Event description:
The facility reported a pump with failure code 814:01 on channel c. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep.